Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.